Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was using a new insulin pump and they changed the infusion set, and their blood glucose was high. When the cannula was removed it was bent. The customer kept giving boluses and was still going high. The customer will call his health care professional to treat as he is new to the pump. The customer declined troubleshooting for the blood sugar. The insulin pump was not returned for analysis.